Manufacturer narrative:
Device was received, evaluated and repaired at a third party service/repair company (infusystem).

Event description:
Reported device was not returned for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. "The device was received at infusystem and its repair was performed by their technical team. Following volume accuracy test failure, a new calibration of the device was carried out. The device then performed within IFU specifications. Although the reported event was reproduced, no parts was being replaced as no functional root cause could be determined for this issue. The device performed as expected following new calibration." This complaint is valid. The complaint has been registered for statistical monitoring.

Event description:
Flowrate accuracy.